Manufacturer narrative:
An isi field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse replaced psm #2 to resolve the reported problem. The system was then tested and verified as ready for use. Isi has received the psm for failure analysis evaluation. However, as of the date of this report, the evaluation of the psm has not been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure that a non-recoverable fault occurred. The customer power-cycled the system multiple times; however, the error returned. The customer undocked and power cycled the system again. The error returned. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the caller to hard power cycle the system and perform an emergency power off (epo) of the patient side cart (psc). The system powered up and an error against patient side manipulator (psm) #2 was present. The tse had the caller perform a hard power cycle and perform an epo again, keeping the system off longer. The error(s) returned. The tse advised to continue to perform hard cycles to see if the error would clear, and also advised that the errors could return. The procedure was ultimately aborted after anesthesia had been administered to the patient and ports had been placed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, error node not present and current voltage monitor errors were seen pointing to the surgical axis brushless motor controller (sac) node. Multiple communication errors were also seen. During visual inspection, the insertion flat flex cables were torn and the proximal belt was broken. The psm was partially disassembled to inspect the nine axis drive (nad) pca and a piece of the belt was seen stuck between the discrete brushless motor amplifier (dbma) pcas.

Event description:
Refer to h11 for follow-up information.